Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed successfully and hemostasis was achieved. The next day, the patient developed a hematoma (size unknown). Manual pressure was applied. A non-invasive doppler ultrasound was performed to rule out luminal abnormalities. A small "flap-like" obstruction was seen in the right femoral artery. The patient had no symptoms or complications at that time; however, the patient underwent surgery. Reportedly, the angio-seal was "hanging" inside the artery. The angio-seal was removed. Reportedly, the patient recovered and was discharged.

Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed successfully and hemostasis was achieved. The next day, the patient developed a hematoma (size unknown). Manual pressure was applied. A non-invasive doppler ultrasound was performed to rule out luminal abnormalities. A small "flap-like" obstruction was seen in the right femoral artery. The patient had no symptoms or complications at that time; however, the patient underwent surgery. Reportedly, the angio-seal was "hanging" inside the artery. The angio-seal was removed. Reportedly, the patient recovered and was discharged.

Manufacturer narrative:
No product was returned for analysis. A search of device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Manufacturer narrative:
No product was returned for analysis. A search of device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.